Event description:
Complainant alleged that the device displayed "defib fault 85," "system fault 36," and "system fault 37" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.